Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was having issues giving sound during alarms and alerts. Blood glucose level at the time of incident was 150 mg/dl. Troubleshooting occurred but insulin pump gave hardware low level failure, failed battery test, and software error alarm during auto test. Product will not return for analysis.